Manufacturer narrative:
System restarted; follow-up work scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometric movement failure due to geoipc communication issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.